Event description:
It was reported that the aseptic battery housing broke and opened unexpectedly during incoming inspection at the customer. There was no patient involvement, no associated procedure, and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
Updated to indicate the device will not be returned for evaluation. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for evaluation.

Event description:
It was reported that the aseptic battery housing broke and opened unexpectedly during incoming inspection at the customer. There was no patient involvement, no associated procedure, and no allegation of adverse consequences associated with this event.